Event description:
On (B)(6) 2013, animas contacted the patient about another issue and during that conversation the patient alleged that the cartridge cap keeps falling off her pump, sometimes while she is asleep. Pump will emit loss of prime alarm at times when cap is loose. She discovers cap is loose when her blood glucose (bg) levels are higher: no specific dates or bg values known; she has headache and dry mouth with high bg. She tightens cap again and will bolus if bg does not come down. She has tried a new cartridge cap without any change in the situation. She cannot see any cracks in cartridge compartment or damage to threads. The bg excursion does not meet the criteria for an adverse event. Customer support (cs) advised her the pump will be replaced. This complaint is being reported because the cartridge cap issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 01/23/2014 device evaluation: the device has been returned and evaluated by product analysis on 01/08/2014 with the following findings:.no defect found. Testing and visual inspection find the cartridge cap and cartridge compartment are still in excellent condition with no evidence of stripped threads, cracked or damaged. There were no alarms related to this issue in the history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.